Event description:
Customer reported the she has been off the insulin pump due to keypad issues and was instructed by doctor to get it replaced. Customer's blood glucose was 589 mg/dl, treated with manual injection. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed self-test and unexpected restart error alarm test. No external ram crc error or unexpected restart alarms noted during testing. Displayable history crc check failed on startup alarm noted in alarm history screen due to corrupted history file. The device was monitor and no unexpected setting alarm anomaly noted. The device had intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.